Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h10 of the initial medwatch, the reported problem (error message e226) was not confirmed during device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced, and a probable cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd 3cmos camera head displayed e226 (endoscope communication failure message) and no image was outputted immediately after connecting. The customer wiped off the video connector and connector receiver with gauze and reconnected many times, but it did not improve. When the customer connected the tip of the curved videoscope, the video was output without any problems. The next day, the problem could not be reproduced and there was no abnormality. The issue was found during preparation for use in a therapeutic endoscopically assisted thyroidectomy. The procedure was completed with no delay using an ltf-s190-10/deflectable videoscope. . There were no reports of patient harm. This report is related to linked patient identifier: (B)(4).

Manufacturer narrative:
E1: establishment name: (B)(6) hospital (documented here in it¿s entirety due to character limitations in respective field). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: corrosion of the electrical contacts on the connector, and the cable was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.